Manufacturer narrative:
Following receipt of the complaint, belmont's sales representative went to the hospital and provided additional training. During the in-service, the reporter confirmed that this was user error. The charge nurse stated that when the ri-2 exhibited air detection alarms during the procedure, the users kept pushing the "open valve wand" command on the screen and eventually removed the valve wand accidentally. After tightening the valve wand, the hospital biomed confirmed that the unit performed according to specifications. When the rapid infuser, ri-2 detects a situation that may compromise safe and effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. If air is detected the valve wand is closed immediately to prevent air into the patient, pumping and heating stop, an alarm sounds, and an "air detection" message is displayed on screen. In the event of an "air detection" alarm, the ri-2 displays the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air. Reinsert tubing and close the door." The operator's manual also provides possible conditions and additional recommended operator actions. It was reported that patient injury was not caused by the rapid infuser. The manufacturing records for this serial number were reviewed and no anomalies were identified. A review of past complaints indicates no trend has been identified for this type of issue. Belmont will continue to monitor and trend similar reports of this nature and take further action if required.

Event description:
Belmont's sales representative received a report from the nurse that there was an issue with the valve pincher on the rapid infuser, ri-2 during a procedure.